Manufacturer narrative:
The device was returned and they found that the cam is missing a clip causing it to rotate beyond its intended design.

Event description:
Provider alleges the diamond shape black plastic that covers the left brake that cause the brake to engage and disengage has melted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the diamond shape black plastic that covers the left brake that cause the brake to engage and disengage has melted.